Event description:
Review of manufacturing data revealed that patient was implanted with a new ipg on (B)(6) 2018.

Event description:
Additional follow up revealed that issue of pain at ipg site was resolved post operatively. It was also reported that patient has effective therapy post operation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that patient was experiencing a painful sensation at ipg site. As a result, a surgical intervention may take place to address the issue.